Event description:
Reporter alleged obtaining discrepant blood glucose values of 50 mg/dl back to back with a result of 127 mg/dl when testing was performed 2 minutes a part on the advantage system. Reporter stated the system was incorrectly coded to the test strips being used at the time and had never changed the code key when obtaining new strips before. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.